Manufacturer narrative:
(B)(4). According to information supplied to trackwise, this product is not being returned for evaluation. "As the devices have not been returned for evaluation the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined."

Event description:
"(B)(6) 2012, the physician placed vital port detached silicone catheter titanium infusion port in upper arm for chemotherapy for colon cancer metastasized to the liver. No problem about the catheter was confirmed by chest x-ray. Heparin lock had been performed every 3 weeks. (B)(6) 2012, chest and abdominal CT was performed for the first time to assess the outcome of chemotherapy and it was found that the catheter was coiled up in the left brachiocephalic vein. No separation or breakage of the catheter was confirmed. Thrombi due to coiled up catheter were confirmed at around the catheter end and in the left common cervical vein. The patient became hospitalized immediately considering the risk of pulmonary embolism. (B)(6) 2012, the port and the catheter were removed from the patient. Administration of 1500 u/day heparin was started for thrombosis. (B)(6) 2012, the physician confirmed by angio CT that the thrombi became slightly smaller but still existed. (B)(6) 2012, in consideration of the risk of bleeding, the physician decided not to perform until coagulation therapy. Chemotherapy was continued by peripheral intravenous infusion. (B)(6) 2012, the patient discharged from the hospital and will be followed closely."